Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining imprecise thyroid stimulating hormone (tsh) results for one (1) patient's sample generated by the unicel dxi 800 access immunoassay system. The results did not cross clinical categories, but they did not meet the assay's precision claims. The erroneous results were reported outside the laboratory. The physician questioned results due to samples were discrepant to each other for tsh. After the customer retested both samples, customer is only questioning the second sample's original result. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in a 7 ml sst tube and centrifuged for 8 minutes at room temperature. Per the customer complaint records, the customer had performed a passing system check on (B)(6) 2011. The customer also had a passing tsh calibration performed on (B)(6) 2011. In addition, all three levels of tsh qc were within customer's established ranges prior to and after the event. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The customer informed the fse that the sample in question was a "bad draw" and was of poor quality. The fse performed preventive maintenance (pm) on the analyzer. The fse also ran carryover test, system check, ultrasonics check, and high sensitivity foam/no foam which were all within published standards. Although pre-analytical factors may have been a contributing factor, no definitive root cause could be determined.